Event description:
From staff: rn brought to my attention, that when attempting to draw up insulin, the safety mechanism on the insulin needle came completely off when the cap was removed, leaving the needle exposed with no safety mechanism.